Event description:
It was reported that water leaked in the foley catheter on the day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visual observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest with no observed leaks. The catheter balloon was deflated with no issues or cuffing noted. This meet specification per inspection, which states, "pinholes are not permitted." No root cause could be found because the reported event was unconfirmed. The DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that water leaked in the foley catheter on the day of use.